Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that since the day prior to report, she has not been able to charge the ins. The patient explained that due to difficulty charging, the ins has not been on for about 30 hours and the patient is ¿hurting bad.¿ the patient states the controller charges with no issue. The patient started a charging session and reported shew as able to get recharging excellent on her screen. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient could not get the controller to recharge and they took out the battery to restart. The patient stated they went without change in pain for over 24 hours and they called to received help with troubleshooting the issue. Troubleshooting resolved the reported issue. No further information was reported.